Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the intima-ii y 20gax1.16in prn/ec slm experienced leakage. The following information was provided by the initial reporter: patients due to proteinuria, hematuria, hypertension, edema clinical with chronic nephritis in the (B)(6) 2019 16:30 to receive admission to hospital, doctors according to the disease to give diuretic, antihypertensive and other symptomatic treatment. In order to reduce repeated venous puncture, reduce the pain of patients, nurses on (B)(6) 9:00 to give patients infusion intravenous indwelling needle puncture, puncture smooth, nurses to give tape fixation, infusion smoothly, 10:00 nurse patrol ward found that the patient bedding was contaminated by blood, after checking the retention needle interface leakage, so that the patient's blood leakage, increased the patient's pain, the nurse immediately at 10:10 to re-replace a vein indwelling needle to the patient re-placement, no longer appear the above adverse reactions, did not cause other adverse effects on the patient, the infusion smoothly.

Event description:
It was reported that the intima-ii y 20gax1.16in prn/ec slm experienced leakage. The following information was provided by the initial reporter: patients due to proteinuria, hematuria, hypertension, edema clinical with chronic nephritis in the (B)(6) 2019 16:30 to receive admission to hospital, doctors according to the disease to give diuretic, antihypertensive and other symptomatic treatment. In order to reduce repeated venous puncture, reduce the pain of patients, nurses on may 3 9:00 to give patients infusion intravenous indwelling needle puncture, puncture smooth, nurses to give tape fixation, infusion smoothly, 10:00 nurse patrol ward found that the patient bedding was contaminated by blood, after checking the retention needle interface leakage, so that the patient's blood leakage, increased the patient's pain, the nurse immediately at 10:10 to re-replace a vein indwelling needle to the patient re-placement, no longer appear the above adverse reactions, did not cause other adverse effects on the patient, the infusion smoothly.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8358919. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, although a sample was not received for the purpose of our investigation, according to previous investigations, through a variance in the autoline's swage pressure it is possible for the machine to apply excess force to the device during assembly, allowing for the resulting crack to form in the device. Currently, we are conducting a long term study, CAPA#642738, to determine the root cause for this event, but we are addressing the issue through the implementation of manual inspections for cracks in the adapter head, and we are furthur optimizing our swaging process by reducing depth requirements.